Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unspecified mentor breast implants experienced breast implant illness post procedure. As a result, patient had an explantation on an unspecified date. Patient has not specified if mentor implants were gel or saline. Therefore, this report will be defaulted saline breast implants. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 1/11/2021, mentor became aware that the suspect medical device information was erroneously omitted in initial report. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4), d5. Operator of device address, d9. Device available for evaluation? D7a is this a single-use device? Information was updated.